Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported poor aspiration during the ultrasound portion of a surgical procedure. The procedure was completed with the same console with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated, nor confirmed. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, as the system was found to meet specifications. The manufacturer internal reference number is: (B)(4).